Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels due to infusion set with bent cannula. Blood glucose level at the time of the incident was ranging from 300 to 450 mg/dl. It was not reported if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer stated the issue was resolved by changing the infusion set. Customer was assisted troubleshooting for bent cannula but declined troubleshooting for high readings. Customer was advised with proper preparation process and insertion techniques. The infusion set was not returned.